Event description:
It was reported that the compressor alarmed for "low pressure". There was no patient involvement. (B)(4).

Manufacturer narrative:
The compressor was investigated on-site by our field service engineer. The compressor was not possible to turn on. The mains inlet fuses were found blown and were were replaced. The compressor then passed all functional and safety tests and was cleared for clinical use. The reported alarm for "low pressure" was not reproduced. The cause of a blown fuse could be one or a combination of the following causes: - electrical transients (voltage and/or current spikes) in the mains power. - bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. - chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. - dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the fuse holder. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).